Event description:
A team leader reported that multiple system messages displayed during a vitreoretinal procedure. The system was rebooted multiple times, but the issue was not resolved. The case was 80-90% completed at the time of the event and had to be aborted. There was no reported harm to the patient during the procedure, but the patient's current status is unknown. Five scheduled procedures were canceled due to the event. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, the customer reported system messages (sm) relating to the pneumatics submodule were verified in the systems event log. The company representative replaced the pneumatics module for evaluation purposes. The system was then tested and met product specifications. The replaced pneumatics module was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).